Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient, through other company representative, reported "ruptured" and "textured". Patient later reported "recently had a fall", "ruptured" and "haematoma" which is not device related. This record is for the left side. The device was explanted.